Event description:
The customer stated that he went to the emergency room due to blood glucose levels above 600 mg/dl. The customer also experienced frequent urination and fruity breath. The customer stated that he had been experiencing high blood glucose levels for two weeks prior to the event. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.